Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose remained elevated (300-400 mg/dl). Customer treated elevated levels with boluses, manual injections, and changing out supplies. System check was performed with tandem technical support and the pump performed as intended. Customer ultimately reverted to manual injections to manage bg levels and a loaner pump while traveling. Recommendation was made to consult with health care provider for management of diabetes.